Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was confirmed that the audio function was not present. Further eval identified that the absence of audio was due to a failed 1 watt speaker. Additionally, the pump was tested at multiple rates and no anomalous noises were observed.

Event description:
It was reported that a pump motor was "clicking" and the speaker is inoperable. It was also reported that there was no pt injury.